Event description:
The facility's biomed reported while a nurse was setting up for an infusion, the pump pulled away from the clamp assembly and fell off the IV pole. The pump had just gone through a preventative maintenance check-out at the facility in march of 2004 and no issue was found with the ploe clamp at this time. No injury was associated with this report, ther was no patient connected to the device.